Event description:
Implant loss due to extraction. Implant was too long / had too little space over the nerve. Primary stability achieved, implant wasn't completely covered with bone, no thread tap used, undersized implant bed.